Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that there was some fluctuating impedance on rv lead in november, 2018. This rv lead was explanted on (B)(6) 2019 due to low pace impedance (less than 200 ohms) and oversensing with no pacing inhibition. Presence of muscle/pocket stimulation and noise was also noted with oversensing and pacing inhibition with asystole greater than 2 seconds.